Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reads "the nebulizer tubing jumps off at oxygen point." Alleged issue reported as detected during functional testing prior to a patient use. There was no report of patient harm or necessary intervention.

Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint was performed on a sample provided by the customer of product code pn 41894 (nebulizer w/ped mask & tbg, small volume). While performing the visual inspection test a foreign particle was found in the nebulizer jar. Received sample was tested according to test procedure and the tubing jumps off from the nebulizer chamber as it is described on this customer complaint. The device history record of batch number 74f1800398 that belong to catalog number 41894 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. Customer complaint is confirmed since a visual inspection of the product involved in the complaint was performed on a sample provided by the customer of product code pn 41894 (nebulizer w/ped mask & tbg, small volume) and while performing the visual inspection test a foreign particle was found in the nebulizer jar. Also while performing the functional inspection test on this received sample according to test procedure the tubing jumps off from the nebulizer chamber as it is describe on this customer complaint. Regarding this issue an nc was issueed in order to conduct a proper investigation and document all corrective action.

Event description:
Customer complaint reads "the nebulizer tubing jumps off at oxygen point." Alleged issue reported as deteceted during functional testing prior to a patient use. There was no report of patient harm or necessary intervention.